Event description:
A nurse reported the icons for silicone oil and scissors were not available during the case. The system was switched out and the case was completed. There was a 5 minute delay reported. The system was rebooted in the hallway in between cases and the icons reappeared without further issue. The system has been removed from use until it has been serviced. There were no patient injuries.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The scissor functions were tested and no problems were found. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).